Manufacturer narrative:
As this lead will be returned no analysis will be performed. Should additional information become available this pi will be updated.

Event description:
Boston scientific received information that a decrease was noted in the intrinsic r-wave amplitudes on the electrocardiogram. A lead dislodgment was suspected. The physician replaced this rv lead with a new lead. The explanted lead will not be returned. No adverse patient effects were reported.